Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that they have been having issues with the feeding sets almost every day for the last three months where there is air in the tubing between the bottle and the pump and also between the pump and the patient. The air space is approximately two inches long. The patient is fed jevity from 2pm to 10am at 70ml/hr (volume of 1400ml). There were no errors/alarms with the pump. There was no patient injury.